Event description:
It was reported that about 20 catheters from one box were not lubricated well. It was also patient stated that one of the catheter broke during withdrawal.

Manufacturer narrative:
The reported event was confirmed by CAPA association. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram identifies those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. The device history record review and labeling review was not required as the investigation was confirmed by the CAPA association. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that about 20 catheters from one box were not lubricated well. Also patient stated that one of the catheter broke during withdrawal.